Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible anti-tachycardia pacing (atp) therapy for supra ventricular tachycardia (svt) atrial fibrillation (af) rapid ventricular response (rvr) vs. Ventricular tachycardia (vt)/ ventricular fibrillation (vf). Atp appeared to terminate ventricular arrhythmia in one episode and atp appeared to slow it in another. Episodes occurred during at/af. Possible dual tach or possible af rvr which was unable to determined. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.